Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-apr-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2023, UDI#: 00763000006501. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins). It was reported that since implant he has not had good therapy relief and in addition he has been dealing with back spasms and constipation. A manufacturer representative (rep) has been trying to fine tune the programming to see if that will help the patient get relief, but no amount of reprogramming has been successful. The doctor then requested an MRI and x-ray and found that the leads were either "crossed" or "on top of each other." Patient was curious to know if the leads could be causing these issues or not. Patient was redirected back to the hcp regarding back spasms and constipation as well as lead placement. Patient added that he has been turning his therapy off just because he finds that it helps the constipation and back spasms to lessen and when they get better, he turns the therapy on. Patient has done this since implant and the ins has been off now for about 3 days. Additional information was received from a manufacturer representative regarding the patient on 2020-jul-10. It was reported the manufacturer representative was not sure if the leads were placed wrong and the patient had an appointment with their healthcare provider on (B)(6) 2020. It was unknown if the issue of the constipation and the back spasms had been resolved. No further information was received.